Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported the pump shutdown unexpectedly. Customer declined follow up from tandem technical support. The customer¿s blood glucose was 150 mg/dl.